Event description:
During an unrelated lead revision procedure, the physician was unable to loosen the set screw to remove the lead. The device was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The analysis found the rv-setscrew was firmly stuck in the connector block and required destructive methods to separate it from the device connector. Analysis performed using scanning electron microscope confirmed the foreign material found in the connector block threads to be epoxy, which caused the setscrew to get stuck. When the setscrew was tightened on the lead during the implant procedure the epoxy in the threads caused the setscrew to be locked in place which prevented removal of the lead.